Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device grainy image. Light guide cover lens has foreign material. Based on the results of the investigation, a root cause for the reported malfunction could not be identified. The cause of the additional findings was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced a flickering image. The event occurred during a diagnostic gastroscopy and the procedure was completed with the same device. There were no reports of patient harm.